Event description:
It was reported the procedure was being performed in the care unit. They experienced a complete break of the medial extension line during the removal of dressing. This occurred two hrs after the device was inserted. As a result, the catheter was removed and replaced for the pt. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.